Event description:
#Medwatcher #(B)(4). Since I got essure my period didn't stop for 7 months until I went to emergency and they find out that one of the coils was in my utero so they send me to a doctor to do the surgery to remove it and cut my tubes to get the other one.